Event description:
As per email received from affiliate: the two dcs orbit coils did not enter the microcatheter (prowler plus unknown catalog & lot#). There was no reported pt injury. The product was not clinically used and will be returned. The target site is not known. There was no difficulty inserting the system through the rotating hemostatic valve. A continuous flush was maintained through the mc. The insertion difficulty was encountered at the distal portion of the mc. It is not known if there were kinks or compressions in the mc. The procedure was completed using other dcs orbit coils and noncordis gdc (boston) coils. The catheter was not available for analysis. Further review of the analysis performed on this returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The coil was received knotted and stretched.

Manufacturer narrative:
There was no adverse effect to the pt with the reported event. No resistance or interference was felt during advancing or withdrawal of the dcs coil. The rhv valve was open wide and no resistance was noted during insertion through the rhv. Continuous flush solution was maintained through the (mc) mircocatheter and the issue occurred when passing the distal portion of the microcathetr. The same problem occurred with both coils. It is not known if there were no abnormalities with the mc i.e., kinks and compressions. The resistance occurred in the distal shaft. A non-sterile trufill dcs orbit was received. Introducer was received separated from dcs. The coil was attached to the gripper. Involved microcatheter was not returned. During microscopic examination, it was observed that coil had a knot at the middle and it was elongated. The outer diameter of the delivery tube was found within specification. The coil of the returned unit was cut. A lab sample prowler plus microcatheter was flushed and no foreign material was discharged. Returned dcs without coil was inserted and withdrew through the microcatheter without problems. The trending and data review indicates that the lot number, catalog number and product family reported were within control limits. Manufacturing records review was performed and no anomalies were found. The exact cause of the failure reported by the customer could not be conclusively determined; it might be cause due to the knot in coil. The cause of knot in coil could not be determined. Controls are in place in order to avoid damaged coils from leaving the facility.